Event description:
It was reported by the caller that during an afib procedure the patient developed a pericardial effusion. A pericardiocentesis was performed in which 1100 cc's was removed from the pericardial space. The patient was stable at the time of the call and was being transferred to the or for surgical repair. (Possible right ventricular perforation). Additional information received stated that the physician's opinion regarding the cause of the adverse event is that the injury occurred during transseptal phase and caused by whisper wire in distal cs. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).